Manufacturer narrative:
The immucor product investigations lab reviewed the image result files. The e-positive test wells resulted as negative. An immucor field service engineer cleaned the reader mirror, checked the bulb, performed automatic camera adjustments, and took new flat fields. Qc performed as expected. Instrument is operating as expected.

Event description:
A customer reported obtaining unexpected negative reactions with the antibody identification assay on galileo neo (B)(4).